Manufacturer narrative:
E1: initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A field service engineer spoke with the customer and walked them through the recovery and reboot process. The fse was able to resolve the issue, and the customer confirmed that it was okay to close the case. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator system had a failed hardware and unable to access any medication from fridge. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.